Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open manually. The field service engineer replaced the defective inseparable magnet to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system unable to open drawer manually once after closed. The customer reported that the closed drawer states as "drawer failed to stay closed". In the back panel, the left led associated with broken drawer is not lit. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.